Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post operative robotic lower anterior resection laparoscopic procedure, the patient had a leak at the anastomosis 2 days post-op. Ir drain of abscess adjacent to leak in pelvis was done to resolve the issue.